Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's current blood glucose level was 510 mg/dl. The customer's another blood glucose level was 400 mg/dl and 423 mg/dl. Customer treated high blood glucose with insulin pump, manual injection. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump received insulin flow block alarm. Customer stated that the self test and displacement test were passed. The insulin pump will not be returned for the analysis.